Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." (B)(4). Visual inspection of the returned drill bit confirmed the fracture, due to which dimensional analysis could not be performed. Review of manufacture records found that the drill bit was not heat treated to the appropriate design specifications, the parts were, however, manufactured to the appropriate manufacturing hardness specifications and therefore deemed acceptable. Corrective action has been initiated to address the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-02317 / 02318).

Event description:
During a procedure, the drill bit fractured. A fractured piece fell in to the patient and was removed. It was reported by the surgeon that the drill chuck did not grasp the drill bit, which resulted in the drill bit fracture.